Event description:
It was reported that forty minutes after intubation there was [sudden] desaturation with increasing respiration and reduction of oxygen. The nim endotracheal tube was removed and replaced and the procedure was completed without further incident. There was no report of patient injury.

Manufacturer narrative:
This product is used for therapeutic purposes. (B)(4). The device has not been returned to the manufacturer as of the date of this report.

Manufacturer narrative:
Age at time of event: (B)(6); year of birth (B)(6). Female. Weight: (B)(6). Patient was reported to have no sequela one hour post-procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device available for eval: (B)(6) 2013. The device was returned to the manufacturer and was evaluated by the quality engineering team. One sample was received with product label identifying sample item #8229307 nim contact endotracheal tube 7.0mm from lot #0206004220. The sample appeared used with bio-debris observed on the cuff. No visible damages were noticed on the electrodes. The inflation lumen was found cut by the customer near the proximal end and the cut piece was not returned with the device. Although, the proximal piece of inflation lumen was missing, a cuff water test was still performed as per product specifications (inflate cuff with a minimum of 20 cc of air using syringe. Submerge inflated cuff in clean, deionized water. Air bubbles shall not leak from any area of the unit; visual, functional, 100%). The cuff was inflated and submerged, and no bubbles were visible. Upon cuff inflation, no delamination in inner part of the tube occurred. There was no evidence of tube blockage. The coil inside the lumen remained intact and no anomalies were observed. It is possible that cuff over-inflation due to misuse/mishandling likely contributed to the complaint event. The malfunction could not be confirmed; therefore, the event is inconclusive. (B)(4).